Event description:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the device is stuck. Available details indicate that the device had exhibited symptoms of a failure as the device was stuck. There were no other specifications regarding the issue. A good faith effort was made to obtain additional information associated with this complaint issue, but there is no additional information available. Source notes indicates that the power module and the battery were removed and replaced, yet the issue continues. During remote service, it was determined that the device had reached the end-of-life and end-of-support statuses. The customer was made aware of the end of life terms. The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. The device is not expected to be returned for additional investigation as no replacement will be provided. Device remains at the customer site. Because the device reached the end-of-life and end-of-support statuses, it cannot be repaired. The cause of the reported problem is unknown and cannot be confirmed. The customer was made aware of the end of life terms and the device remains at the customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Updated summary and code grids.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that for weeks he has been constantly stuck. We tried several times to remove and replace the power module and the battery; nevertheless, he continues to block. No patient involvement reported at this time.